Event description:
Customer called to report that the insulin pump alarmed button error. Customer was treated for high blood glucose. Customer's blood glucose reading was 429 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.